Manufacturer narrative:
Insulin pump was received with an unexpected restart error alarm after battery change due to broken solder joint capacitors on interface board and memory lost due to an unexpected restart anomaly. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer's mother reported that the insulin pump was alarming. The blood glucose reading was 179 mg/dl. The insulin pump had not been stored or out of use for an extended period of time. The alarm did occur shortly after a new battery was inserted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.